Manufacturer narrative:
No product was returned for evaluation. Also, the ilet engineering logs have not been synced by the patient. As a result, beta bionics cannot perform an event history log review at this time. Multiple attempts have been made to request the patient sync the ilet engineering logs. If the product is received and/or the engineering logs are synced at a later date beta bionics will investigate accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On (B)(6) 2023 a beta bionics clinical diabetes specialist (cds) reported she received a text message from an ilet patient stating the patient ended up in diabetic ketoacidosis (dka). A customer care agent contacted the patient on (B)(6) 2023. The patient stated he is currently in the hospital due to his dka. The patient went to bed on (B)(6) 2023 at 9pm est and woke up with high blood glucose (bg). The patient gave himself an insulin shot to correct the high bg then went back to bed. The patient woke up later that night/early morning to another high bg level. The patient stated his continuous glucose monitor (cgm) is about 60 mg/dl off from his actual bg. The customer care agent educated the patient that he may need to calibrate their cgm when this happens and to contact dexcom for further support or a replacement cgm. At the time of the call the patient was disconnected from the ilet, and his current bg was at 168 mg/dl and stable. On (B)(6) 2023 the cds called and followed-up with the patient. The patient stated he was discharged home yesterday ((B)(6) 2023). In reviewing the event, he reported he changed his infusion set the evening of (B)(6) 2023. He then went to bed and woke up several hours later and his bg was high, so he announced a meal bolus and went back to sleep. He woke up several hours later and was still high and was having signs and symptoms of dka so went to hospital. The cds reviewed in depth the ketone action plan (kap) and that if his bg ever gets to 400 mg/dl or gets alert that bg has been 300 mg/dl for 90 minutes, he must change out his cartridge and infusion set, and he needs to assume his infusion site is bad. The patient was able to teach back the kap to the cds. The cds also reviewed to never use a meal announcement bolus to correct high blood sugars. The patient's a1c was checked in the hospital, and it was 7.7%. The patient is thrilled with this improvement. The cause of the high bg has not been determined. The patient is back on the ilet and doing well.